Event description:
Customer reports discrepant meter result compared to lab for multiple patients: date: unk, inratio: >7.5, lab: 5.5, date: (B)(6) 2010, inratio: hi, lab: 1.3, date: unk, inratio: 4.3, lab: 2.3.

Manufacturer narrative:
Investigation pending.